Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6), 2010. According to the complainant, during the hysteroscopy phase, the physician while using a tenaculum, was unable to attain a cervical seal. The patient was reported to have a patulous cervix which may have contributed to the difficulty in obtaining the cervical seal. A cervical leak occurred while the saline was at room temperature. The patient was administered local anesthesia in addition to valium and vicodin. There were no reported alarm or error messages displayed on the console unit. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The product has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.